Manufacturer narrative:
Initial reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did not run and the device had motor rub, worn swivel and loose nose pins. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was observed that the motor device did not rotate when the foot pedal was activated. It was further reported that there was a faulty internal component. The event did not occur during surgery. There were no delays in the surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.